Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy: hypersensitivity"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract disorder ("bladder/urinary problems :- urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and dysgeusia ("metal taste"). The patient was treated with surgery (hyst. (Partial) (interpreted as hysterectomy- partial). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the dyspareunia, fatigue, alopecia, migraine, headache and dysgeusia had resolved and the hypersensitivity, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered alopecia, bladder disorder, dysgeusia, dyspareunia, fatigue, headache, hypersensitivity, migraine and urinary tract disorder to be related to essure (ess205). The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2007: essure confirmation test results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added dyspareunia (painful sexual intercourse), hypersensitivity, bladder problems, urinary problems, fatigue, hair loss, migraines, headaches, metal taste. Event outcome added dyspareunia (painful sexual intercourse), fatigue, hair loss, migraines, headaches, metal taste. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.